Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said that several years ago, he accidentally walked into the wrong building and turns out that it was a MRI facility and patient said that he immediately felt change in sensation, like some kicked him. When patient left the building this sensation stopped. No further patient complications are anticipated or expected as a result of this event.